Event description:
Customer called in to report that she believed that the pod wasn't delivering insulin. Her blood glucose level was 375mg/dl when the pod was deactivated. The customer changed to a new pod and got herself back to normal without any further issues.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.